Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information, a conclusive cause for the reported stent fracture cannot be determined.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during a cath lab visit, the physician commented that a non-abbott sales representative had approached him with data and photos reporting that their stent has less stent fracture rates than the supera stent. The physician did not want his name or the name of the non-abbott sales representative disclosed nor would he disclose any further information. Reportedly, there have been no reported adverse patient effects and clinically significant delays during a procedure. No additional information was provided.